Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow up report shall be submitted if additional information is received and/or upon completion of baxter's investigation. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2010, baxter (B)(6) received a report from a home patient's (hp) father that the hp had experienced abdominal pain. The hp was advised to go to the hospital due to the possibility of peritonitis. Outcome and confirmation of peritonitis were not available until (B)(6) 2011 when follow up information was received by a physician in (B)(6). A peritoneal effluent culture was performed on (B)(6) 2010. The hp was diagnosed with peritonitis and was then hospitalized. On an unreported date, administration of unspecified antibiotic and peritoneal dialysis (pd) catheter replacement was performed. At the time of this report, the event was resolved and pd therapy continued. The physician believed causality was due to an exit site infection. There was no allegation of device malfunction.